Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump screen froze with an alarm and medtronic on the display. After returning from the safe mode the insulin pump received multiple insulin pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device power up properly after battery installation. Device passed displacement test, sleep current measurement, active current measurement and self test. Pump error 53 found in the device history. Problem isolated to electronic assemblies. Power connector plug in and locked in place properly. No frozen display anomaly noted during testing. No pump error 49 or pump error 68 anomalies noted during testing. All audio tones were heard and vibration noted during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No pump error 63 noted during self test or in pump history files. Device received with pillowing keypad overlay, minor scratches on case and cracked keypad overlay.